Event description:
The customer also reported imprecision within the same clinical range on other pts' samples that exceeded insert claims. On (B)(6) 2009, accutni quality control level 1 was out of range high. Levels 2 and 3 were within established ranges. On (B)(6) 2009 and (B)(6) 2009, the field service engineer evaluated the analyzer. Found traces of gel in the sample probe wash tower. He cleaned wash tower and replaced the sample pipettor. Found the wash wheel cover was out of alignment with the positioning pin. Corrected the placement. Noted many reaction vessels lying on the floor of the instrument near the sample storage wheel. Cleaned out the vessels and verified alignments to the sample wheel. Verified alignments of all 4 reagent pipettors. Performed verification protocol and all portions passed within published specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This is event 3 of 6 reported.

Manufacturer narrative:
The customer also reported imprecision within the same clinical range on other pts' samples that exceeded insert claims. On (B)(4) 2009, accutni quality control level 1 was out of range high. Levels 2 and 3 were within established ranges. On (B)(4) 2009 and (B)(4) 2009, the field service engineer evaluated the analyzer. Found traces of gel in the sample probe wash tower. He cleaned wash tower and replaced the sample pipettor. Found the wash wheel cover was out of alignment with the positioning pin. Corrected the placement. Noted many reaction vessels lying on the floor of the instrument near the sample storage wheel. Cleaned out the vessels and verified alignments to the sample wheel. Verified alignments of all 4 reagent pipettors. Performed verification protocol and all portions passed within published specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This is event 3 of 6 reported.